Event description:
On 02/07/2024, zyno medical received a report that a z800wf pump had an 'occlusion sensor module-unkonwn issue', causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. The pump was received on 2/6/2024 and tested on 02/07/2024. The detail of the finding was written in section h10 of this MDR.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is one previous complaint for the pump not connecting to the wireless network (2024-057). Pump was received on 2/6/2024 and tested on 2/7/2024. The pump was found to have a note attached to it stating, "reads occlusion". An image of the note will be attached below "504347 note". Pump was tested with the following protocol for pressure sensor testing report: connect tubing into reservoir. Prime tubing by gravity, then connect tubing to pressure gauge. Test 1: turn on the pump fail test if pump displays "pressure error" on post test 2: set prog to 125ml/hr for 20 vtbi, go to biomed options and set pressure to 8 psi. Run pump, pass pump if it alarms between 0 and 16 psi. Test 3: set prog to 125ml/hr for 20 vtbi, go to biomed options and set pressure to 30 psi. Run pump, pass pump if it alarms between 22 and 38 psi. Pump successfully passed all tests, the pump did not have any unexpected errors and successfully passed the 8 psi test occluding at 8.93 psi, and successfully passed the 30 psi test occluding at 29.93 psi. The administration set used in the pump was a b2-70072 set with lot # 21105457 and expiration date 10/19/2024. The pressure gauge used during testing was an ashcroft pressure gauge with control # itv-eq-068 and calibration date 3/30/2023. Reported issue was not found, pump performing to specification.